Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins was not working the way it should in the areas the patient needed it to work. The patient stated that it quit working. The patient reported they only had stimulation in their stomach. The patient had been diagnosed with a stomach issue, so they did not want to use the ins. The patient was redirected to follow up with a healthcare professional. Technical services contacted the representatives. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-30. When asked to clarify the implant quit working and the stomach issues, the patient stated that they need it adjusted so they don¿t feel it in their stomach and it does not help their back at all. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.